Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath was returned for product evaluation. The returned product included the sheath and dilator. The returned sample was subjected to visual analysis. No signs of deformation or damage were observed. Functional testing was performed. The sample was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The 3-way stopcock (3wsc) on the sheath hub was open to confirm airflow and closed. The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator was then inserted into the sheath per the device IFU. The assembly was submerged in water, and air bubbles were observed from the valve. The sample failed to pass leak testing when the dilator was inserted. The sheath hub was cut and the valve was inspected. A tear was found on the valve. The complaint can be confirmed for fluid issues. The exact root cause cannot be determined. The likely root cause is off center insertion of the dilator through the valve tearing the valve. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device had been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation (B)(4) has been referenced in section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve on the glidesheath was leaking. There were no issues with the patient or the outcome of the procedure. Additional information was received on 31aug2021. There was blood leaking from the end of the valve. The procedure performed was a left heart catheterization. The estimated blood loss was less than 250cc. The procedure was continued using the sheath. Leaking did not occur pre-procedure during the flushing of the device.